Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2012. According to the complainant, the patient was being treated for a large, hard stone in the common bile duct. After capturing the stone, the nurse attempted lithotripsy, but the stone was too hard to be broken up. The nurse then attempted to detach the tip by applying additional force to the handle; however, the thumb ring cracked and the tip failed to detach. At this time, the nurse used the finger rings to slide the handle back and forth in an attempt to open the basket and release the stone, but the basket was not able to be opened leaving the stone constrained within the basket wires. Reportedly, the account did not have a soehendra lithotriptor handle or another lithotripsy system available to aid in further attempts to free the stone. Ultimately, the handle was cut from the basket sheath and the device was left inside the patient. The physician, knowing the patient was scheduled to have their gallbladder removed later this year, placed a call to the surgeon responsible for that surgery. Subsequently, the surgeon arrived later that day and performed laparoscopic surgery which was successful in removing both the basket and gallbladder from the patient. The patient's current condition was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of tip won't detach. (B)(4) for the reported event of handle break. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.